Manufacturer narrative:
D4 - primary UDI number; corrected.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient gas outlet port was loose and would pop out of the unit. Additionally, there were "clunking" sounds when adjusting the tidal volume. The event occurred at biomed shop ¿ testing/inspection. There was no patient involvement and no patient harm/adverse event reported.